Event description:
Philips received a complaint on the expression patient monitor (mr400) indicating that mr400 displays a hr of 215 beats per minute (bpm) but patients hr was actually 52 bpm. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed remote service personnel which included troubleshooting. The remote service engineer advised the customer check and test the spo2 and ECG module as well as the sensor and leads and replace as needed. Additionally, the remote engineer emailed information to the biomed relating to positioning the spo2 module for scanning. Upon follow-up, the remote engineer was advised that the customer determined that a replacement spo2 module and sensor were needed. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 module and/or sensor. The customer ordered replacement spo2 module and sensor to address the issue. The customer assumes the repair responsibility. A review of the service history for this device shows the problem has not been reported again for this device. T.